Manufacturer narrative:
Evaluated 1 seal reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was performed. The reservoir will be returned for analysis.